Manufacturer narrative:
The pump passed the active current test and sleep current test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. No blank display during test. No failed battery alarm noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 10.0 received the low battery alert (104) on 11/11/2025 06:28:00 faster than expected at 0.02 days. Battery cycle 6.0 received the low battery alert (104) on 11/10/2025 17:28:00 after more than 7 days at 15.14 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Failed battery alarm found in the formatted history file on the event date and were expected: 11/11/2025 05:50:24.000, 11/11/2025 06:29:59.000 failed batt test (58). Units were cut/open and inspected and found no moisture damage found. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: battery tube threads - cracked and cracked case-corner of belt clip rails. Power problem-failed battery test not confirmed. Display anomaly-blank display not confirmed. Damage- cracked case battery tube confirmed. Power problem-battery loss confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump did not turn on even after trying several new batteries, a blank display and a crack on the battery tube side insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the display did not return. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.